Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were unexplained pump reboots in the black box history. The battery compartment was cracked and the battery cap had stripped threads and was unable to fully attach to the pump. The original complaint of pump reboots was duplicated. A new test battery cap was able to fully attach to the pump and used to complete a 24 hour duration test; no power interruptions were duplicated at that time. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the original complaint, the display had a pinkish contrast.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.